Event description:
Reporter stated that he had rec'd the er1 message in july, the exact date unk. Reporter then retested and rec'd a "high 400's" blood glucose which his symptoms reflected. Reporter stated he did not use the color chart on bottle but did run a control test. The control test showed acceptable, the exact value unk. Reporter then followed his normal protocol for a high blood glucose value and had no adverse effects.